Event description:
It was reported that customer received cgm error 42 while using g6 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, confirmed that error did not recur after reset, and then successfully started sensor session with no further issues reported.